Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008: patient presented with following pre-op diagnoses: l4-5 spondylolisthesis. L4-5 and l5-s1 mechanical low back pain. For which, patient underwent following procedures: a left-sided l4-5 transforaminal decompression. A posterior interbody arthrodesis at l4-5. Placement of interbody devices at l4-5. Use of allograft. Posterolateral arthrodesis of l5-s1 bilaterally. Bilateral foraminotomies at l5-s1. Posterolateral arthrodesis of the right sided l4-5 facet complex. Bilateral non-segmental instrumentation. Use of operating microscope. Use of intraoperative fluoroscopy. Use of emg monitoring for pedicle screw stimulation and continuous emg monitoring. Per op notes, surgeon subsequently sized the interbody space for placement of a 12mm lordotic cage by depuy spine. It was manufacturer of ¿peek¿ impacted with ¿bmp¿ and autograft. Anterior to the cage, we placed autograft bmp and tricalcium phosphate. Surgeon then malleted the cage in place attempting its approach to the midline with cage. Once surgeon was satisfied, attention was turned to l5-s1 level. Surgeon packed the interarticular surface with autograft and bmp and then wanded the tube inferiorly and contacted the l5-s1 complex. Surgeon packed this area with bmp in order to perform a posterolateral arthrodesis. Patient tolerated the procedure well with no complications reported. The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.